Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 09-jun-2023. H6: investigation summary: the customer returned (30) 0.5ml 29ga syringes, reporting hub separates, missing plunger, plunger separates, broken barrel, broken needle, broken thumb press, and broken flange. The syringes were visually examined and observed (21) syringes with separated hubs, (2) missing plunger rods, (1) missing stopper, (2) broken barrels, (3) broken thumb press, (1) broken flange, and (1) broken cannula. Based on the samples received and visual examination, embecta was able to confirm the reported failure of the broken flange. A review of the device history record was completed for batch#: 2059447 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. No root cause can be determined.

Event description:
It was reported that the bd ultra-fine¿ ii short-needle insulin syringe had a broken barrel. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "it was reported by the customer that the syringes are damaged when unpacking. There were syringes with different types of damages. Such as broken barrel."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii short-needle insulin syringe had a broken barrel. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "it was reported by the customer that the syringes are damaged when unpacking. There were syringes with different types of damages. Such as broken barrel."